Event description:
It was reported the there was a critical alarm heard for days. It was noted the patient was asked to go to the ER and the flow was set to minimum rate on the day of report. It was stated the patient was given oral morphine to lessen their pain and they would be observed until they were stable and then sent home. It was reported the patient had withdrawal symptoms of vomiting and fever on (B)(6) 2014. It was noted a manufacturer's representative (rep) and a dealer met the patient at the ER and the patient still had vomiting, fever and ¿nonautonomous spasmodic muscular contraction¿ on their feet, but they were very stable. It was noted they could communicate with nurse smoothly and felt no pain. It was noted the patient was being monitored for morphine withdrawal and was refilled by the health care provider (hcp). It was stated the patient was given a single bolus of .05mg/ml in 10 minutes and their daily dose was programmed at .8mg/day but the symptoms did not disappear. It was stated the patient was sent home with the oral morphine and asked to return to the outpatient clinic on 2014-05-14 for a dose adjustment. It was noted the withdrawal symptoms were in remission on 2014-05-13 and the patient was stable. The pump was used to deliver morphine. Additional information reported all the symptoms of withdrawal were in remission and the pain was controlled well. It was noted the final dosage was set as .9988 mg/day. Additional information reported there was prolonged hospitalization.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# n160028007, product type: catheter. (B)(4). (B)(6).

Event description:
Additional information reported the cause of the alarm was low reservoir volume. Additional information reported the reservoir volume reached 0.0ml on 2014-(B)(6) which was the last update and that was when the critical alarm was heard. It was stated the health aide ignored the non-critical alarm for days until that critical alarm was heard. It was stated the patient was refilled.

Event description:
Additional information noted the patient and health care provider (hcp) were re-educated on the importance of refill date records and the dealer was asked to pay more attention on refill notice.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).